Manufacturer narrative:
H6: medical device problem code - improper or incorrect procedure or method manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se after a retrograde iliac artery stenting procedure with a 6f sheath. Reportedly, the device did not close properly. The clip remained in the shaft. No imaging of the access site was taken prior to device use. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Correction: h6 - medical device problem code 2610 was removed and code 4011 was added. The device was returned for analysis. The reported firing problem was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported the device was used without imaging of the access site. It should be noted the starclose instruction for use (IFU), states, perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. It is unknown if the IFU violation contributed to the reported issues. The investigation was unable to determine the cause of the reported difficulties. The treatment appears to be related to circumstances of the procedure. In this case, based on the reported information and the returned good analysis it is possible an interaction with vessel or calcification caused the reported issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se after a retrograde iliac artery stenting procedure with a 6f sheath. Reportedly, the device did not close properly. The clip remained in the shaft. No imaging of the access site was taken prior to device use. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: after clip deployment, it remained on the metal shaft. No additional information was provided.

Manufacturer narrative:
E1: correction - facility name / address